Manufacturer narrative:
H3. Analysis for tm90t0 (B)(6): analysis found upon visual observation that the device did not power on after 1.5 hours. Upon additional visual observation it was noted the recharging circuitry was damaged. The device was then taken out of service and scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0; serial# (B)(6). Product type: accessory; product ID tm90t0; serial# (B)(6) product type: accessory; section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 13-jun-2025, UDI#: (B)(4); product ID: tm90t0, serial/lot #: (B)(6) ubd: 19-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. It was reported that the reason for the call was the caller was the patient's mother and caregiver who stated the communicator was not taking a charge and the piece inside has been moved up. It was confirmed that the port was damaged. The caller stated the event date was about a week, but it was still able to take a charge until today. The caller stated the patient had been unable to bolus since today because they were unable to charge and use their communicator. The caller stated the patient was staying with them while they were not feeling good due to inability to bolus. A request was sent to repair to replace the communicator. The agent updated managing physician with patient registration services (prs). Additional information received indicated that the reason for the call was the caller stated the communicator they were sent would not take a charge. The patient stated that the communicator has not worked since the device was shipped on oct 02. The patient stated that the cord did not go in all the way. The caller stated they tried the old charging cable and that did not resolve the issue. The agent advised to reset communicator and the lights did not come on. The issue was not resolved through troubleshooting. The agent sent request to repair.

Manufacturer narrative:
Analysis for tm90t0 (s/n:(B)(6)): analysis found no anomalies were visually observed. The communicator passed the bench test and the final functional jbal test. The device was then taken out of service and scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.